Event description:
Double lumen hickman catheter placed for IV access for chemotherapy. Pt developed 15% pneumothorax, chest tube placed. Possible extravasation noted during administration of adriamycin, infusion stopped. Hickman removed 3 days later. Patency test reported small hole at midpoint of catheter.